Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (15 mg/ml at 11.275 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient went to the doctor on (B)(6) 2018 feeling nauseous, confused, drowsy, and with headaches. The hcp suspected incorrect pump infusion. It was stated 10 ml was left in the pump upon interrogation, and motor stall had occurred. A contrast study was performed on (B)(6) 2018 and the catheter seemed intact and working well. It was reported the patient felt better on (B)(6) 2018, but motor stall occurred again at 17:14. On (B)(6) 2018, a motor stall recovery occurred at 11:35, and another stall occurred at 14:55. The patient was sent for an MRI on (B)(6) 2018. The representative was called on (B)(6) 2018 and was informed that the hcp wanted to replace the pump the next day due to it reaching end of service (eos). The pump was replaced on (B)(6) 2018, and the issue resolved. It was stated there were no suspected or reported contributing factors to the event. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. Additional information was received. It was stated the pump event logs were not available. When asked if the end of service (eos) was considered premature, the response was, "eos in 12 months only." (This is discrepant information, as the reported pump implant date was (B)(6) 2013.) When asked if the eos message was observed via the 8840, the response was, "motorstall message observed. The doctor programs the patient so assumed the pump reached eos." The pump had been sent for return.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.